Event description:
Patient further reported right side "hardening" and "capsular contracture [baker] grade ii." Hence previously reported capsular contracture baker grade unknown will be unreported.

Manufacturer narrative:
Patient further reported right side "hardening" and "capsular contracture [baker] grade ii." Hence previously reported capsular contracture baker grade unknown will be unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "tissue is fibro-elastic, with 0,2 and 0,3 cm of thickness, synovial metaplasia; cicatricial fibrosis pattern with a lymphohistocitary inflammatory infiltrate. No atypia" and "capsular contracture" baker grade unknown. Device was explanted.